Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The display goes blank after the battery is inserted. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify if pump not received stuck in manufacturing mode due to blank solid white lcd with black horizontal lines. Unit had blank solid white lcd with black horizontal lines due to cracked lcd glass. Unable to perform functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit had minor scratched display window and a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.